Event description:
Possible free-flow. Pump issue. Have not completely ruled out operator error. Pt was started on a heparin drip by pump. Shortly after the 500cc bag of heparin was hung, the pt was taken to ultrasound for abort one hour. Upon pt's return, the entire bag of heparin had infused. 4 units ffp and protamine sulfate given to pt as heparin reversal. It does not appear that anyone did anything with the pump-it never alarmed.